Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The investigation is still in progress. Upon completion of the investigation, k2m inc. Will file a supplemental report indicating the findings. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a revision surgery took place in which a plate was removed. The patient reportedly had a plate back out approximately less than 1 months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Without a product return, no product evaluation is able to be conducted. It was reported that the patient was elderly and diagnosed with osteoporosis. Therefore, it is possible that a lack of posterior fixation, together with the patient's poor bone quality, contributed to this incident. However, no root causes could be determined. While none of the implants were returned, a general review of the manufacturing and inspection records contributed no additional information.

Event description:
On 08/16/2016 it was reported to k2m, inc. That a revision surgery took place in which a plate was removed. The patient reportedly had a plate back out approximately less than 1 months post-op. Revision surgery took place (B)(6) 2016.